Event description:
On (B)(6) 2011, pt's mother reported he is still having leaky infusion sites. Pt reported the issue occurs intermittently and it usually happens in the afternoon after he has been up and moving around. Pt stated he changes the sites every 2 days and states the sites on his abdomen. Clarified that the pt does not know if the issue is due to poor absorption or a product related issue. Pt reported the issue does not occur all of the time and just randomly occurs. Pt is able to resolve the leaking by changing the infusion site. The pt did not require assistance from a healthcare professional or second party to address the issue. Requested return of the alleged infusion set for eval.